Event description:
Caller reported a false negative urine hcg result on a (B)(6) pt. On (B)(6) 2011, a (B)(6) came in for an office visit and had a negative result on her urine pregnancy test. She performed a home pregnancy test with positive result. Her last menstrual period was (B)(6) 2011. Her serum quantitative result on the same day was 133,201 miu/ml and physician determined pt was seven weeks pregnant. The customer mentioned that they were not sure which of two lot numbers was used for the testing.

Manufacturer narrative:
Investigation pending on returned product for both lots: hcg1020114 and hcg1030341. Investigation on retained products: lot numbers: hcg1020114 and hcg1030341, expiration date(s): 02/2013. Control lot: 25miu/ml hcg urine control lot: hcg110328-01. 100miu/ml hcg urine control lot: hcg110307-01. 260.1iu/ml hcg urine control lot: hcg110218-01. Summary of results: the retention strips meet qc specification. Correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control (n=5). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control (n=5). Clearly positive results were observed at 3 minute read time when tested with 260.1iu/ml hcg urine control (n=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action is required at this time as no product deficiency was established.